Event description:
Can put in quattrocare unit. Door closed and oil released from the top. A second can was put in to see if the first was loaded improperly, again the can discharged oil.

Manufacturer narrative:
The entire unit including the spray can was evaluated. Conclusion: unit coupler on instrument was not holding can correctly. Adjustment was made to coupler and all other functions are working properly.